Event description:
A hospital reported via a distributor that an electrical adaptor could not be connected to an rt127 infant breathing circuit. It was further reported that "the connector seems to be wrong". This was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The returned rt127 infant breathing circuit was visually inspected for bent pins. Results: both pins of the inspiratory heater wire have been found to be bent slightly inwards, preventing the insertion of the heater wire adapter plug. A lot check was not performed as no lot information had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. This is not considered to be high risk over a short period. Our monitoring and trending of bent pins in adult breathing circuits has a rate of occurrence worldwide in the last year.